Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 28-oct-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced six different incidences, which were associated with separate units, involving six different events. This is the sixth of six reports. Refer to 9611594-2019-00200 for the first event. Refer to 9611594-2019-00201 for the second event. Refer to 9611594-2019-00202 for the third event. Refer to 9611594-2019-00203 for the fourth event. Refer to 9611594-2019-00204 for the fifth event. It was reported the patient coughed and the sutures broke during placement. There was no reported patient injury.